Event description:
It was observed that during the device evaluation, the subject device was found with foreign material in the nozzle and in the c-cover distal end. There was no patient involvement in this reported event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.